Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarmed during the occlusion test. Unable to determine the root cause due to insulin pump preservation. The insulin pump was received with no battery installed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6)2014 due to pump received without installed battery.

Event description:
It was reported via a phone call that the owner of the insulin pump has passed away on (B)(6)2015. At the time of the phone call, the spouse of the customer did not want to return the insulin pump. However, on (B)(6) 2015, she called back and agreed to return the insulin pump for analysis. The customer's cause of death was metalized pancreatic cancer. The customer was not wearing the insulin pump at the time of death; he had disconnected the insulin pump two weeks prior to passing. The customer was hospitalized due to cancer and the hospital took over insulin care. The customer was too weak to use the insulin pump. The customer's blood glucose, at the time of death, was 60 mg/dl.